Event description:
Per provider, the unit is alarming with low o2. This is an indication that the sieve bed filters (bottom) are not seated properly and allowing sieve material to become pulverized and by pass filter. Sieve dust is migrating into the manifold valve and muffler refer to (B)(4) in as well.